Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Evaluation: the device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The event electrodes were not returned as part of the evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) in cardiac arrest, the device's display did not show any information except for CPR feedback. The complainant indicated the clinician obtained another set of electrodes and all parameters were displayed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown) in cardiac arrest, the device's display blanked out. The complainant indicated the clinician obtained another set of electrodes and the display came back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.